Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tridentii tritanium cluster56f; cat # 702-04-56f; lot # 22171051a; 6.5mm low profile hex screw 40mm; cat # 7030-6540; lot # grra; delta v-40 ceramic head 36/+2,5; cat # 6570-0-536; lot # 18403955; high insignia collared hip stem; cat # 7000-6605; lot # 14956754. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "rev r tha for infection, doing a single stage revision hip and going back in with restoration modular." Rep confirmed that no further information will be released by the hospital or surgeon.